Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g125 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g125 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated approximately 100 ml of whole blood was processed when the system pressure dome detached from the pressure sensor. The customer reported blood leaked from the pressure dome onto the pump deck. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and completed treatment on another cellex instrument. The customer discarded the kit and will not be returning product for investigation.